Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device failed to discharge delaying therapy to the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Review of the device activity log showed that the device did recognize pads through the multi-function cable and the 4 lead ECG cable. The log shows an ECG signal through lead ii for the first ten minutes of the twenty four minute event. The log shows the loss of a signal on ECG leads that we suspect the customer removed the ECG connection from the patient for pads. A pads on message is seen in the log along with a valid patient impedance. The log does not show a change in lead view from lead ii to pads for the remainder of the event. It was determined that the device was in the lead ii view instead of the pads view. The end user would need to switch the device to pads view mode in order to view ECG with no ECG leads signal. Based on the information in the log, the device would have been able to charge and discharge. Analysis of reports of this type has not identified an increase in trend.